Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons required multiple presses to elicit a response. The reporter noted a visible tear at the bottom of the rubber keypad. No evidence of moisture in the pump was reported. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp paper towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', and 'ok' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. The 'contrast' button is unresponsive to user input. The keypad was damaged and was removed to check condition of the button contacts: contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.